Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 175 mg/dl. It was reported that they had air bubble in the reservoir and the size was larger than soda pop/champagne. The customer had received air bubbles and was unable to remove from reservoir. The customer was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. The customer was advised to change set. The reservoir will not be returned for analysis.